Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pxns, implanted: (B)(6) 2015, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a sudden onset of increased frequency. It was further reported that lifted things from time to time and denied any falls or traumas. The patient did not think that the items she lifted were heavy or excessive. There was no outcome or interventions reported regarding this event. Further follow- up is being conducted to obtain this information. If additional information is received, a follow- up report will be sent.